Manufacturer narrative:
Additional information received from the analysis team shows the customer's complaint was not confirmed; there was no overheating issue. After a 1-minute test run, t1 is 81f and t2 is 80f at 60,000 rpm. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: product analysis found that the customer's complaint was not confirmed; there was no overheating issue. After a 1-minute test run, t1 is 81f and t2 is 80f at 60,000 rpm. After 5 min., t1 is 92°f and t2 is 88°f at 60,000 rpm. The motor runs rough and sharp; the motor is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the procedure, the motor stylus touch was overheating, noticed in less than a minute, and irrigation was used and froze up. There was no patient impact.